Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by improper settings in the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), the high definition lcd monitor has a black screen. There were no reports of patient harm associated with this event.

Manufacturer narrative:
During troubleshooting with the technical assistance center (tac) the customer reported to olympus, the scope is connected from the cv-190 sdi out to the oev-262h monitor sdi 2 in ports. The customer was advised to press port b several times and was able to get an image on the screen, but it was smaller than usual. Tac further advised the customer to press pip/pop and swap on the oev-262h which only shifted the image from left to right. Tac then advised the customer to press pip on, also on the image size and zoom on the maj-1921 keyboard with no resolution. Upon these failed troubleshooting attempts tac advised the customer that further research will be conducted and that they will call the customer back. Tac attempted to call the customer back twice, with an attempt to leave a voicemail but the voicemail box was full. Tac was able to reach the customer in which the customer indicated that the issue was resolved. The customer stated that the image was tested on two different scopes and the small image or shifted image issue was no longer present. Tac advised for future reference to adjust the image to full octagon screen, the customer would need to press display on the monitor, then pip/pop several times until the image is the size that they want. At this time, it has been indicated to olympus that the device will not be returned for further testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.